Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the battery was weak, device failure does not load properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Synthes part number is 5766523. The lot number provided is the vendor lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was reported as evaluated on previous follow up; adding evaluation details. A product investigation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the action taken as exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the failure code as battery defect. The service technician identified the probable root cause as strain, wear, normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received, a service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.